Manufacturer narrative:
A medtronic representative went to the site to test the equipment. Testing revealed that there is a bug in the software that causes registration to pick up wrong model from exam. The representative found a way to bypass the issue, but that needs to delete the tumr model and re-create it again. This bypass would consume a lot of time.. The system then passed the system checkout and was found to be fully functional. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device being used outside of procedure. It was reported that during customer training, they were having registration model issues. They had used an exam with a tumor, which has been added through a 3d scan and attached to some patient as a demo exam. They had done a merge of these two exams and when planning. They created a tumor model based on the model of the magnetic resonance imaging (mr) study. The site then tried to go register from the mr1 to the 3d registration model, it all looks ok. But when switching back from the 3d exam to the mr1, the software will take the tumor model as the registration model, which is not the model they want. Due to this issue, it is impossible to do the registration. There was no patient present when this issue was identified.

Manufacturer narrative:
The software investigation found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.